Event description:
A pt of unk age and unk gender presented for a PICC placement procedure. As reported by the user, the lead tech was unable to advance the guidewire through the 21ga access needle. Upon removal of the guidewire from the needle, the wire unraveled but did not come apart. The tech used another new guidewire to successfully place the PICC. There was no reported harm or injury to the pt due to this incident.

Manufacturer narrative:
The device involved in the reported incident has been returned to the MFR for eval. An investigation into the root cause of this incident is currently in progress. The results of the device eval will be sent via a f/u medwatch. During the review of the mfg records for the reported lot it was observed that the mfg lots meet all device specifications and quality requirements.